Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information received from a consumer reported they went online and stated there were pages about people complaining their leads were breaking. The patient stated she put in interstim recall and a few pages came up. There were no further complications that have been reported as a result of this event. The indication for use is unknown.